Manufacturer narrative:
Additional information was received that sample 2 was actually tested on (B)(6) 2016, not (B)(6) 2016 as previously reported. Based on the provided data, a specific root cause could not be determined. The data did not indicate an instrument or general reagent issue. A possible cause could be an issue with the primary sample tubes as the customer stated they reported the issue to the sample tube manufacturer (becton dickinson) who stated there have been similar issues reported from other sites using the bd rst tubes and the issue is under investigation.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable troponin t hs results for three patient samples. Sample 1 results were 19ng/l, 5ng/l, and 5ng/l. On (B)(6) 2016, sample 2 results were 29ng/l, 11 ng/l, and 8 ng/l. On (B)(6) 2016, sample 3 results were 15ng/l, 8ng/l, and 9ng/l. The erroneous results were reported outside the laboratory. The patients were not adversely affected. The reagent lot number and expiration date were requested but were not provided.